Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0rp5c, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having back problems and it was not effective since implant. Her leakage symptoms had gotten worse since implant. The patient went into a tanning bed last summer and thought that caused her issues. It felt like the wires to her bladder were causing her pain in her side, and she was having pain at the leads and implantable neurostimulator (ins) site since implant. The patient¿s urine color also changed. The urine was a little browner and the patient had noticed that when she saw the color change the discomfort was worse. The patient wanted to discuss having the ins removed. The change in therapy/symptoms was considered gradual. The issues had been occurring since implant. Further follow-up is being conducted to determine the circumstances that led to the leakage, pain, and color change in urine, and what steps were taken to resolve the issues. If additional information is received, a follow-up report will be sent.